Event description:
On (B)(6) 2011 the customer contacted baxter to report that the infusor did not infuse all the medication (fluorouracil). The customer stated that, in the past week, there have been two incidents of cancer patients returning with full or partially full bottles (lv5 infuser) of fluorouracil. The latest incident appeared to be caused by the bottle not being correctly connected by nursing. The problem was noted after patient use. This complaint file is opened for the first incident. On (B)(6) 2011, additional information was received from the customer stating the incident occurred between (B)(6) 2011. The total infusion time was 46 hours; it was not mentioned how much volume remained in the device. The customer mentioned that there was patient impact or medical intervention, and described the details as "chemo medication not received as ordered." No further information was available.

Manufacturer narrative:
(B)(4). This report is for the first incidence of under infusion. The sample was reported to not be available during follow up on (B)(4) 2011, therefore, an evaluation will not be performed. Follow up information will be sent as it becomes available.

Manufacturer narrative:
(B)(4). Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. The report of an underinfusion condition not confirmed due to a lack of sample. Should the sample and/or additional information be received, a follow-up report will be submitted.